Event description:
The pt experienced a surging sensation. He also noted that his stimulation "jumps current" which began about one to one and a half months ago. It happened once while using a "scooter from (B) (6)". When his stimulation was on it caused his legs to "shake". As he would turn up his stimulation to better to control his pain his legs get "shaky". The pt was at home and his status was good. Further information was requested.

Manufacturer narrative:
(B) (4).